Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer did not know the blood glucose reading. The customer stated that she had tried several batteries, and some of them were successful in allowing the insulin pump to turn on. She stated that the insulin pump alarmed battery out limit, which was indicative of normal device behavior, since the battery had been kept outside of the device for longer than the insulin pump allowed.. She did not observe any physical damage to the device. She noted that she had worn the insulin pump in her bra area. No damage or corrosion was noted on the battery cap and compartment. Upon troubleshooting, the display did not return. The customer stated that she noticed that her battery cap's silver tab was pushed all the way in, and when she went to tighten the battery cap, the device made a loud noise. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace and return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms or blank display was noted. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.